Manufacturer narrative:
Corrected information has been provided in d1. Device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details. Ventricular fibrillation/tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 was inserted via direct surgical right aortic access in a 66 year old female for cardiomyopathy and escalation of care/therapy. An impella cp device was previously implanted and subsequently explanted without complication the same day as impella 5.5 implant for escalation of care/therapy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was documented as scai shock stage d. During ongoing impella 5.5 support, nursing reported that the patient experienced ventricular tachycardia/ventricular fibrillation (vt/vf) which required two defibrillation shocks, after which her rhythm returned to baseline. She was started on an amiodarone infusion. The following morning formal echocardiographic imaging showed the impella 5.5 cannula was positioned along the septal wall and oriented toward the mitral valve. Attempted repositioning was performed; however, the cannula remained pointed toward the mitral valve. The impella 5.5 measurement was 4.8 cm from the aortic annulus. It was elected to maintain the device in its current position. There were no impella alarms at the time of the vt/vf episode and none thereafter. The arrhythmia resolved following device repositioning and clinical treatment. Waveforms remained stable, and laboratory values were within normal limits. The care team reported no concerns regarding device function and continued to monitor the patient. The patient remained on impella 5.5 support while undergoing evaluation for advanced therapy options due to her underlying critical clinical condition. The patient ultimately expired on support. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.